Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer indicated that the high glucose alarm failed to trigger when the customer experienced symptoms of blurred vision, confusion, disorientation, and was seen by a healthcare professional. The customer obtained a blood glucose result of 9.2 mmol/l and received potassium via IV for treatment of hyperglycemia, and gravol. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Attempted to activate sensor with available libre 2 readers in the lab and observed error message for all readers. Extended investigation has been performed by adc to scan the sensor with a known good reader and was able to successfully communicate without issue . Activated the sensor in a test fixture to simulate both high and low glucose signals. The sensor successfully gave off an alarm after the warm-up period was skipped. No evidence of a product malfunction was observed during the investigation therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer indicated that the high glucose alarm failed to trigger when the customer experienced symptoms of blurred vision, confusion, disorientation, and was seen by a healthcare professional. The customer obtained a blood glucose result of 9.2 mmol/l and received potassium via IV for treatment of hyperglycemia, and gravol. There was no report of death or permanent injury associated with this event.